Manufacturer narrative:
Section a4: patient weight: unknown, information was requested but not provided. Section a5: patient race: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: establishment name: unknown, not provided. Section e1: zip code: unknown/not provided. Section e1: +(B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) had a damaged haptic. The lens was fully inserted and needed to be cut for removal from the patient¿s right eye. There was a capsular tear which occurred after the lens insertion and cutting of the iol which required an unplanned vitrectomy to be performed. A johnson & johnson 3-piece lens (za9003) was used a s a replacement to secure in the sulcus since the patient underwent the vitrectomy. No incision enlargement or sutures required. There was a one-hour delay in procedure. Reportedly, the patient is fully recovered, everything is fine with the implant and postoperative status of the patient. Best spectacle corrected visual acuity (bscva) pre-op: 20/62 - post-op: 20/80. The issue has not impacted the patient¿s daily life activities. The product is not available for return as it was discarded. No further information was provided.